Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) got stuck in deployment system. When shuttling the colored handle down, the user felt resistance and the shuttle didn¿t advance as smoothly as usual. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. A 5f non cordis sheath was used. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h11 this device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) got stuck in deployment system. There was no reported patient injury. A 5f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) got stuck in deployment system. When shuttling the colored handle down, the user felt resistance and the shuttle didn¿t advance as smoothly as usual. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. A 5f non cordis sheath was used. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation inside a plastic bag. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The syringe used with the unit was returned connected to the device, and the used sheath was returned partially inserted on the unit received. The sealant and the advancer tube were no longer mounted on the unit¿s manufacturing corresponding position. Additionally, the sealant was not returned for this evaluation. Per the conditions observed, it was concluded that the deployment mechanism was fully triggered before its arrival for this evaluation. On the other hand, three kinked portions were observed on the proximal portion of the shuttle tube. A functional analysis could not be fully executed as the advancer tube and sealant were no longer mounted on the returned unit. Nevertheless, it was observed that the shuttle was able to be advanced and retracted with the black handle without issue. Additionally, due to the kinked portions observed on the shutte, the 5f cordis returned csi was tested for any impediment condition. During this second insertion withdrawal analysis, no friction or resistance was observed. Based on the information provided, the condition in which the device was received for analysis and the investigation performed, the failure reported as shuttle ~ shuttle advancement issue was not confirmed as the mechanism of the received unit showed evidence enough to conclude that the mechanism for the intended use was not compromised based on the unit¿s conditions as received. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue of the shuttle reported. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Per the mynxgrip instructions for use: deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.